Manufacturer narrative:
B5: additional information was received which clarified that this event occurred while priming the set. The patient was not connected at the time of this event. There was no patient involvement. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. Pressure test and clear passage under water were performed, and no issues were observed. Priming was also performed, and no defects were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through the filter of a clearlink system non-dehp solution set. This issue was further described as, ¿tpn tubing would not flush through filter ¿ tpn flushed back into bag ¿ normal saline used to clear tubing and also would not flush past filter¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.